Event description:
It was reported to boston scientific corporation on december 21, 2021 that a hot axios stent was to be implanted transduodenal to the pancreas to treat acute pancreatitis during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2021. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange was fully deployed in the scope; however, the stent was unable to release from the scope. The stent was removed from the patient with the delivery system and a plastic stent was implanted to complete the procedure. Another axios will be implanted to treat the patient in the future. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medical device problem code : (B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.